Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The power management board was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The power management board was replaced to resolve the issue.

Event description:
The hospital reported a malfunction during pre-use checkout causing a potential system shutdown which could result in a loss of mechanical ventilation. There was no patient involvement.